Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received an error in the motor was detected by reading unexpected value from hall sensor (pump error- 43) and unable to rewind the piston. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to clear the alarm. It was unknown whether the customer continue use of the device or not. Insulin pump will not be returned for analysis.

Manufacturer narrative:
S/w version 6.5 w. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 43 on the event date of 18-jan-2023. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 43 alarm was noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed eight pump error 43 alarms on the event date of 01/18/2023 the first five are as follows: 12:51:55.000, 12:55:02.000, 12:58:36.000, 13:00:50.000, and 13:01:34.000. Pump was cut open to perform visual inspection and found moisture damage on the j7 connector on pcba 1, motor home switch and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), broken battery tube threads, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and corroded battery tube. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Moisture damage was confirmed found on the battery tube, force sensor, and pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.